Manufacturer narrative:
The patient was transplanted. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a ventricular assist device. The vad coordinator reported that the patient was urgently transplanted. The patient had a driveline infection. He also had (B)(6) from driveline cannulas.